Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead revealed high impedances on several contacts and was no longer working. The patient underwent a procedure wherein the lead and splitter were explanted and the lead was replaced. The physician thought that the issue with the high impedances on the lead might be a scar tissue. Device malfunction was suspected. The patient was reportedly doing well postoperatively.